Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 12.3mmol/l. The customer was advised that the device would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
No unexpected button error alarms noted. The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot and loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.